Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage was performed and passed. Pairing test was performed and failed. A review of the share logs was performed and transmitter failed error was undetermined because there is no data in the cloud or in the bin file. The allegation was undetermined. The probable cause was undetermined. No injury or medical intervention was reported.